Manufacturer narrative:
Manufacturing site evaluation: evaluation on going.

Event description:
Country of complaint: (B)(6). The instrument is brand new and the end of ronguer is broken. Intra-operative tip is broken off.

Manufacturer narrative:
Investigation was performed, using the digital microscope vhx-5000 by keyence and the hardness tester vickers hv5, ident no. (B)(4). The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. The hardness test confirmed the pre-set values. Hardness target : 420 +110 hv5. Hardness actual: 529 hv5. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: this kind of instrument is designed for delicate use only. It is liable that a mechanical overload situation led to the breakage. The visual investigation and the hardness test indicated that the quality requirements are in the specified tolerance range.